Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Major bleed: the cause of the injury is most likely use related since the stitch was placed yesterday and no further oozing. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a 77 year old male patient for non-st-segment elevation myocardial infarction support with ultrasound guided radiofrequency ablation access obtained using micro venous puncture kit. Decision was made to place impella. Impella loaded onto wire and inserted into left ventricle position confirmed. Impella started @ on auto, flow 4.0 lpm. Single access technique with companion sheath. Performed thrombectomy to om2 and cirx, balloon and additional drug-eluting stent (des) placed x2. Moved to right coronary artery stented area which is also clotted. Slack and peel away sheath removed. Repo sheath advanced. Tb locked at 90cm, angle matched and site dressed. Small track ooze noted, surgicel applied and physician aware. Pt transferred to cardiovascular intensive care unit. Pt continued to require increasing pressor support overnight. Had an episode of pulseless electrical activity (pea), was resuscitated. Family was called in and patient was made do not resuscitate. Early this morning patient(pt) had another episode of pea and then went asystole. Pt expired on support.